Manufacturer narrative:
Final analysis confirmed premature battery depletion.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.